Manufacturer narrative:
Results: sample evaluation: we have been provided with the affected sample. The evaluation of the sample showed black particles in the cannula surface. That confirmed the reported issue. Bhr review: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were packed in machine nº2011. Syringes were assembled in machine, nº4252, and nº4251, in lot #7009441. Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7009458 and #6328024 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7024025, #7016119, and #7009457 and no problems, defects or qn related to the reported issue were found. Conclusion: confirmed complaint. Root cause analysis: after analyzing the provided sample we concluded that the reported foreign matter consisted of grease particles in the cannula surface. The presence of this grease contamination was due to an incorrect use of it during a mold maintenance process. An incorrect practice during this maintenance allowed the presence of this grease in the machine, producing the reported non conformance. However, we would like to inform you that any activity in the machine is performed following all the preventive measures defined in our procedures.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on a bd¿ syringe with needle before use. There was no report of injury or medical interventions.